Event description:
The customer reported that the insulin pump was exposed to moisture when they fell into the pool. It was stated that the display immediately went blank when it was exposed to moisture and that there is a constant tone occurring. The blood glucose reading was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.